Manufacturer narrative:
(B)(4).

Event description:
The patient's spouse reported he received questionable results from a coaguchek xs meter. The serial number was requested but was not provided. The result on (B)(6) 2016 was 1.7 inr and the patient's coumadin was adjusted from 4 mg to 6 mg for the next two days. On (B)(6) 2016, the result was 2.2 inr which was within the therapeutic range so the patient's coumadin was changed back to 4 mg. Later in the evening, the patient became very confused and had a headache. The patient was taken to the ER on (B)(6) 2016 and was admitted to the hospital with a brain bleed. While in the hospital, the patient's warfarin was discontinued. The patient stayed in the hospital until he died on (B)(6) 2016. The customer was given a drain and a shunt. He also had a tracheotomy and was given a feeding tube. The patient's spouse stated that the results from the meter were incorrect which could have caused the bleed. The patient was not anemic and had no antiphospholipid antibodies. Therapeutic range was 2.0 - 3.0 inr. The suspect meter and strips were requested to be returned. However, the strips had been discarded. Relevant retention test strips were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred and retention samples were acceptable.

Manufacturer narrative:
The initial MDR stated retention testing was performed, but it was not. The lot number of test strips was unknown, so it was not possible to test retention product.

Manufacturer narrative:
Coaguchek xs meter serial number (B)(4) was received for investigation. Test strips were not received for investigation. The returned meter was measured with masterlot strips (230734) in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. (B)(6). All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. The patient's wife confirmed the meter was not used during the duration of the customer's hospital stay which began on (B)(6) 2016 until his passing on (B)(6) 2016. The cause of death was large right inter-ventricular hemorrhage with expansion of the right ventricle. Based upon the investigation and information provided, there is no information to reasonably suggest the device did not perform as expected.